Event description:
It was reported that stent moved on balloon. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. During preparation, the stent appeared to be not crimped properly on balloon. Another stent was used to complete the procedure. No patient complications were reported.